Manufacturer narrative:
Added product lot #. Waterproof bandages have a 5-year established shelf life. Added device manufacture date. A primary of clear waterproof knee and elbow and soft n' flex knee and elbow were returned. A visual review of all returned bandages found no notable foreign mater, damage, or defects. Review of the product's 2-year complaint history for the reported failure code and the product's global sales code (sxj) found no statistical trends. 3m will continue to monitor. End of report.

Manufacturer narrative:
Weight, race: information not provided. Product lot # was not provided. Waterproof bandages have a 5-year established shelf life. Reporter's occupation was not provided. The device has not been returned to 3m for evaluation. Product lot # was not provided, therefore manufacture date is unknown. Review of the product's 2-year complaint history for the reported failure code and the product's global sales code (sxj) found no statistical trends. Without the product being returned for evaluation, root cause can't be determined. 3m will continue to monitor. Test results confirm the biocompatibility of nexcare¿ waterproof bandages for their intended use. In addition to performing clinical studies, 3m¿ monitors its medical devices with manufacturing controls, including in-process specifications, release specifications and testing.

Event description:
A (B)(6)-year-old hispanic female consumer applied the referenced bandage to cover a biopsy wound on the front of her left arm, above the elbow. Prior to application, the wound area was washed with an antibacterial soap and allowed to dry. Two different types of nexcare¿ bandages were reportedly used, soft n flex and the waterproof bandages for use in the pool. The bandages were changed twice a day, alternating between the two types. The bandage application site was reportedly rotated during changes. The bandages were typically worn for 4-6 hours. The consumer reported she experienced pain while removing the bandages on the 2nd day of wear. On the 3rd day of wear, she alleged two layers of skin were pulled off during the removal of a nexcare¿ waterproof bandage. The consumer alleged a skin reaction occurred in the shape of the bandage adhesive. The affected area reportedly blistered. The consumer visited an urgent care. A doctor prescribed triamcinolone acetonide cream and an otc triple antibiotic ointment. Two weeks post-symptom onset the consumer reported the affected area had healed. She is continuing the prescribed treatment.